Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, baclofen and an unknown medication (unknown concentration and dose) via an implantable pump. It was reported the pump was flipped and the healthcare provider (hcp) tried to manipulate it with ultrasound. The hcp could not find the right location until he put it under fluoroscope and saw it had flipped. The hcp manually flipped the pump. Per the patient the hcp planned to either reposition the pump or replace the pump. The patient¿s identification card shows the pump was replaced (B)(6) 2016 but the patient did not believe it was replaced. The patient follows up with the hcp every month for a pump refill (every 6 weeks). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction/ update: device, method, results and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump for the treatment of non-malignant pain. It was reported that sometime in 2016 the healthcare provider (hcp) was unable to fill the patient's pump. After flouroscopy it was determined that the pump had flipped. It was noted that the patient had lost a lot of weight. The hcp manually flipped the pump and was able to fill it. No symptoms were reported as a result of this event. No further complications have been reported as a result of this event.